Manufacturer narrative:
After several requests, the device was not received for analysis.

Event description:
It was reported that during a lap cholecystectomy procedure, the surgeon fired the device and then could not open the jaws with the trigger. The surgeon had clipped across the bile duct and the device stuck on tissue; had to be surgically removed. There was minimal bleeding at that area and the patient did not require blood products. They used another device and complete the procedure. Additional information: the surgeon has been using ligamax since it came out, so it is not an inservicing issue. He called and said he did mess with it after the case.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4).

Event description:
It was reported that the device was used during a laparoscopic tubal ligation. The device would not release from the left fallopian tube and tore it off at the uterus. The bleeding was stopped with ligaclips and gyrus device. The fallopian tube was removed and the case was completed. Device was discarded.multiple attempted made to obtain additional information, but no response received.